Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon investigation, the right ventricular lead exhibited 24 episodes of lead noise. No pacing inhibition occurred. Patient has good underlying rhythm and was unaware of the noise. Arm maneuvers recreated noise when the patient moved his left arm across his chest. The ventricular lead impedance also dropped a small amount over the past year. No intervention was made. The patient was stable and will be monitored to reassess further noise.